Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had both the main lamp and spare lamp not working and are not igniting. The event was observed during preparation for use for an unknown diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Although expected, the device has not been returned to olympus for evaluation and the customer¿s allegation has not been confirmed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.